Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during visual inspection, the battery compartment was observed to be cracked from the battery compartment lip, to the case seal and through the bumper pad. It was also observed that the battery compartment was chipped. Unrelated to the original complaint, the keypad was observed to be peeling, the keypad button symbols were worn, and the contrast button responded intermittently to user presses. The keypad was removed and there was contamination found under all the button contacts. Additionally, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.